Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Based on the information received, the cause of the reported incident is consistent with the unrelated surgery patient reported having. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that patient had an unrelated elbow surgery approximately in (B)(6) of 2020. Patient did not place the ipg into surgery mode prior to the surgery and was unable to connect after the surgery. To address the issue patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.